Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the stem and metal reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, infection, elevated metal ion levels of chromium and cobalt in his blood and metallosis. We are adding the cup to address the infection allegations

Manufacturer narrative:
Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/08/2014 - pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated a loose stem, osteolysis, and corrosion. There was no mention of infection or metallosis. The MDR tree for the cup reported is being updated as the cup wasn't removed and was non-contributing to the complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The metal liner lot code was incorrectly entered, and now has been correctly entered. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.